Event description:
The pt has two leads from the same lot. It was reported the pt is no longer receiving adequate coverage due to one of the leads migrating. Reprogramming to provide resolution was unsuccessful. As a result, the pt has requested to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.